Event description:
It was reported that on (B)(6) 2012, the patient obtained several low blood glucose levels. At 9:00 am the patient's blood glucose reading was 26 mg/dl; the school nurse treated the patient with juice. At 9:17 am his blood glucose level was 35 mg/dl, and he received additional juice and crackers. At 9:28 am the patient's reading was 127 mg/dl. At 10:09 am the patient experienced the symptom of headache, and his blood glucose level was 68 mg/dl. The patient was treated with lunch. At 1:12 pm the patient returned to the school nurse's office with a headache, and his blood glucose reading was 58 mg/dl. Troubleshooting revealed all pump settings were correct and there was no evidence the pump was not accurately and correctly delivering insulin. A review of the pump history revealed, and the patient admitted to, that the patient was giving himself normal bolus doses of insulin without the nurse's knowledge in order to go to the nurse's office and get out of class. The nurse confirmed the pump was locked. The patient admitted to using the audio bolus button to give himself extra insulin doses to affect his blood glucose level. The patient's technique was incorrect, and there was misuse of the product, by intentionally giving additional unwarranted insulin doses. However, as the patient suffered blood glucose levels suggesting severe hypoglycemia while using the pump, and received treatment with food, this complaint is being reported.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.